Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report# 1627487-2017-06696, reference MFR. Report# 1627487-2017-06697, reference MFR. Report# 1627487-2017-06698. It was reported (australia) the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention on (B)(6) 2017 to implant two new leads to improve coverage. However, the physician explanted the scs system (reference MFR. Report# 1627487-2017-06599).